Event description:
(B)(4).

Manufacturer narrative:
Device exchanged and return of defective device requested for failure investigation.

Manufacturer narrative:
Manufacturer narrative: the central monitoring system (cns)screen continuously freezes. The customer was sent a replacement hard disk drive to resolve the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.